Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 5 row a cubies had not been detected on the bus. A field service engineer discovered that potassium liquid had been spilled onto the cubie tray. The fse attempted to clean the tray but was unable to clean the pins sufficiently, which resulted in cubie pockets in positions 1, 2, and 3 not reading correctly. The fse then replaced the cubie tray, but authentication into the hardware test application was unsuccessful. The drawer was then tested by inventorying the cubie pockets through the application, and no issues were found with the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, full height drawer 5 row a not detected on bus. There were no delays or adverse events or injuries reported based on this event.